Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed n latex cystatin c (n cysc) result was obtained on a patient sample on a bn prospec system. Quality control and calibration were acceptable on the day of event. The customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse observed that the probe was mispositioned. The cse corrected the probe alignment. Then, the cse ran quality controls, which recovered within acceptable ranges. Siemens evaluated the instrument data and determined that there were no hardware errors generated by the instrument. The cause of the falsely depressed n cysc result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed n latex cystatin c (n cysc) result was obtained on a patient sample on a bn prospec system. The initial result was reported to the physician(s), who questioned the result. On the following day, the sample was reprocessed on the original instrument twice. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed n cysc result.